Event description:
Healthcare professional reported bilateral exchange due to patients concern with product and later added capsular contracture, baker grade iii. This is right side record. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, white particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with product.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Healthcare professional reported bilateral exchange due to patients concern with product and later added capsular contracture, baker grade iii. This is right side record. Device remains implanted.